Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing which led to pacing inhibition. Programming changes were performed. The issue was resolved with no patient consequences.